Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
(B)(6) implanted with miniarc on (B)(6) 2008. On (B)(6) 2008, the subject reported pelvic pain, initially on both sides but continuing on left side. Site stated the event was mild in severity and related to device and procedure. Event was resolved on (B)(6) 2009 without any intervention.